Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was surgically abandoned due to continued high out of range shock impedance measurements. A new ICD system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that one month earlier the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited spikes in the shock impedance from 0 ohms to greater than 200 ohms. The shock impedance measurements then went to consistently greater than 200 ohms in all sensing vectors. The patient was brought into the office and the shock impedance measurements were also greater than 200 ohms in all vectors. The patient reported moving to a new home around the time the out of range shock impedance measurements stared. Further review of the shock trend data found hat impedances were stable in the 50 to 60 ohm range until the 0 ohm measurement was seen. Boston scientific technical services (ts) was consulted and suggested an x-ray along with delivering 1.1 joule and maximum energy shocks to test the lead integrity. The field representative noted that a chest x-ray did occur and the patient was referred to another physician. The x-ray and measurement data were hand delivered to the new physician, however the field representative have not been consulted for follow up and further management plans on the lead and device. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.